Event description:
Angiogram revealed 40% stenosis of the om graft just distal to end of connector and an occluded right pda graft. A stent was placed in the om graft; however, graft occluded at a later date. The patient had multiple stents implanted prior to bypass surgery that restenosed.